Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: lap. Hernial repair. Detailed description of event: [surgeon name] and some other physicians of the surgical team mentioned "less sharpness than usual" using the affected lot number of epix laparoscopic scissors. The blades seem to be "blunt", "tissue sticking between the blades." Patient status: no patient injury. Type of intervention: another pair of scissors were used (other company).

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit.  However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: lap. Hernial repair. Event description: [surgeon name] and some other physicians of the surgical team mentioned "less sharpness than usual" using the affected lot number of epix laparascopic scissors. The blades seem to be "blunt", "tissue sticking between the blades". Intervention: another pair of scissors were used (oher company). Patient status: no patient injury.